Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# va02g8f, implanted: (B)(6) 2013, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3888-45, lot# va02g8f, implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient thought the battery was dead. There was a loss of therapeutic effect. There were also intermittent issues that started a while ago. They wanted to try troubleshooting, but the patient was currently not in the country and had limited english. The week prior was when it stopped working. It was unknown if there was a 50% or greater symptom reduction. The cause of the event was not determined. The patient was going to see a healthcare provider (hcp) in the u.s. On (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.